Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report higher-than-expected thyroid-stimulating hormone (tsh) results were obtained from samples from two different patients when tested using vitros immunodiagnostics products tsh reagent, lot 7410 and 7460 in combination with a vitros 5600 integrated system. The results were considered discordant when compared to the non-vitros siemens atellica method. Patient 1 vitros tsh lot 7410 results of 25.22, 25.36, 26.29 uiu/ml (hypothyroid) vs. The expected result of 2.00 uiu/ml (euthyroid). Patient 1 vitros tsh lot 7460 result of 20.92 uiu/ml (hypothyroid) vs. The expected result of 2.00 uiu/ml (euthyroid). Patient 2 vitros tsh lot 7410 results of 9.60 and 10.03 uiu/ml (hypothyroid) vs. The expected result of 2.84 uiu/ml (euthyroid). Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The higher-than-expected vitros tsh result of 25.36 uiu/ml for patient 1 was reported from the laboratory. The physician questioned the accuracy of the result. There was no allegation of patient harm as a result of this event. This report is number three of three 3500a forms being submitted for this event as three devices were involved. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment (B)(4).

Manufacturer narrative:
The investigation determined higher than expected tsh results were obtained from samples from two different patients when tested using vitros immunodiagnostics products tsh reagent, lot 7410 and 7460 in combination with a vitros 5600 integrated system. The results were considered discordant when compared to the non-vitros siemens atellica method. The assignable cause of the event for patient 1 could not be determined. However, the most likely cause of the event is a sample interferent due to the patient's conditions and medications that affect the vitros method but not the non-vitros siemens method. Qc fluid performance for vitros tsh lot 7410 and lot 7460 were accurate and precise and a reagent performance issue is not a likely contributor. Additionally, vitros therapeutic drug monitoring (ttc) results were within expectations verifying the vitros tsh reagent and instrument performance. In addition, pre-analytical sample processing cannot be ruled out as a contributing factor, as it was established that the customer was not following the sample collection device manufacture's recommendation for sample centrifugation and cellular debris, due to poor sample preparation, was possibly present in the affected sample, although this could not be confirmed. The customer stated that patient 1 has a diagnosis of mixed hyperlipidemia, hiv and gerd and is taking a number of different medications. Based on this information, a medical consultation was performed by an ortho medical safety officer (mso) who has reported the following: a patient had multiple tsh results obtained four days apart in the hypothyroid range. Repeat testing on a non-vitros system was discordant and in the euthyroid range. Tsh is the first-line test for screening, diagnosing, and monitoring thyroid disease. A tsh result outside the euthyroid range is diagnostic of a thyroid disorder; however, further characterization of the disorder is required by measuring other thyroid hormones- free t4 at the least, plus or minus free t3, and thyroid antibodies. Therefore, an erroneous tsh result would result in additional unnecessary testing for a new patient, but it is unlikely to result in erroneous patient management. For patients with a known thyroid disorder, a falsely elevated tsh result may complicate patient management and result in unnecessary dose adjustment. Inappropriate dose adjustment may result in complications such as worsening symptoms, iatrogenic hypo or hyperthyroidism, and risk of drug toxicity. In this case, whether this was a screening or monitoring test is unknown, and the exact impact cannot be assessed. However, based on the customer's note, there was no allegation of harm. Since the initial result has been corrected, serious patient injury or deterioration in patient health is not anticipated. The assignable cause of the event for patient 2 was the presence of heterophilic antibody interference in the patient's sample. The customer did not provide any history, medication, or diagnosis for patient 2. However, the customer carried out additional testing on patient 2's sample using a heterophilic interference blocking tube (hbt). The vitros tsh result that was obtained following the treatment of the patient sample with a hbt was significantly lower than the initial result, confirming that a heterophilic antibody interferent that affects the vitros tsh method and not the non-vitros siemens atellica method contributed to the event for patient 2. Continual tracking and trending of complaints has not identified any signals that would indicate a potential systematic issue with vitros tsh reagent lot 7410 and 7460.